Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: unknown'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A73751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included body mass index abnormal, fetal alcohol syndrome, mild mental retardation, psychotic disorder, auditory hallucinations, generalized anxiety disorder, generalized anxiety disorder, constipation, iron deficiency anemia, esophagogastroduodenoscopy, tonsillectomy, adenoidectomy, bunionectomy and urinary frequency. Previously administered products included for an unreported indication: miralax, prilosec, wellbutrin, loratadine and fluticasone. Concurrent conditions included hypothyroidism, pap smear abnormal, urinary urgency, vaginal itching, vaginal odor, vaginal discharge, uterine bleeding, osteoporosis and irregular periods. Family history included leukemia (mother may have leukemia), breast cancer (breast cancer- maternal great aunt (diagnosed at age 62)) and colon cancer (colon cancer-maternal great uncle (diagnosed at 30)). Concomitant products included bupropion hydrochloride (bupropion hcl), bupropion hydrochloride (wellbutrin) since 2009, cefalexin monohydrate (keflex), cefalexin sodium (cephalexin), diazepam, diphenhydramine hydrochloride, ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin 24 fe), ethinylestradiol;norgestimate (norgestimate & ethinyl estradiol), ferrous gluconate, ferrous sulfate since 2018, fluticasone propionate, hydrocodone bitartrate;paracetamol (norco), ibuprofen, levonorgestrel (kyleena), levothyroxine since 2009, loratadine since 2009, macrogol (polyethylene glycol), omeprazole since 2009, ondansetron hydrochloride (zofran), oxycodone since 2017, paracetamol (acetaminophen) since 2014, quetiapine since 2018, spironolactone since 2018, tretinoin since 2009 and vitamins nos (daily multivitamin) since 2009. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), mood swings ("hormonal changes describe: fluctuating mood/emotional instability"), affect lability ("hormonal changes describe: fluctuating mood/emotional instability"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), acne ("rashes or skin conditions type: acne"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), polyp ("tumor / teratoma / cancer type: polyps"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux / gi conditions") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and allergy to metals ("nickel allergy / allergy : nickel"). The patient was treated with surgery (ablation, iron infusions, ablation, iron infusions and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, allergy to metals, hypersensitivity, mood swings, affect lability, acne, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, polyp, weight increased, gastrooesophageal reflux disease and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal infection, abdominal pain, cystitis and urinary tract infection had resolved. The reporter considered abdominal pain, acne, affect lability, allergy to metals, alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, gastrooesophageal reflux disease, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, polyp, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details- 2 coils of the essure implant were able to be seen on the right and 3 coils on the left ostia. Patient receive treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: acid reflex, nausea, acne, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received. Events added from pfs- pelvic pain. Reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: unknown'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a female patient who had essure (batch no. A73751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included body mass index abnormal, fetal alcohol syndrome, mild mental retardation, psychotic disorder, auditory hallucinations, generalized anxiety disorder, generalized anxiety disorder, constipation, iron deficiency anemia, esophagogastroduodenoscopy, tonsillectomy, adenoidectomy, bunionectomy and urinary frequency. Previously administered products included for an unreported indication: miralax, prilosec, wellbutrin, loratadine and fluticasone. Concurrent conditions included hypothyroidism, pap smear abnormal, urinary urgency, vaginal itching, vaginal odor, vaginal discharge, uterine bleeding, osteoporosis and irregular periods. Family history included leukemia (mother may have leukemia), breast cancer (breast cancer- maternal great aunt (diagnosed at age 62)) and colon cancer (colon cancer-maternal great uncle (diagnosed at 30)). Concomitant products included bupropion hydrochloride (bupropion hcl), bupropion hydrochloride (wellbutrin) since 2009, cefalexin monohydrate (keflex), cefalexin sodium (cephalexin), diazepam, diphenhydramine hydrochloride, ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin 24 fe), ethinylestradiol;norgestimate (norgestimate & ethinyl estradiol), ferrous gluconate, ferrous sulfate since 2018, fluticasone propionate, hydrocodone bitartrate;paracetamol (norco), ibuprofen, levonorgestrel (kyleena), levothyroxine since 2009, loratadine since 2009, macrogol (polyethylene glycol), omeprazole since 2009, ondansetron hydrochloride (zofran), oxycodone since 2017, paracetamol (acetaminophen) since 2014, quetiapine since 2018, spironolactone since 2018, tretinoin since 2009 and vitamins nos (daily multivitamin) since 2009. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), mood swings ("hormonal changes describe: fluctuating mood/emotional instability"), affect lability ("hormonal changes describe: fluctuating mood/emotional instability"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), acne ("rashes or skin conditions type: acne"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), polyp ("tumor / teratoma / cancer type: polyps"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with surgery (ablation, iron infusions, ablation, iron infusions and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, allergy to metals, hypersensitivity, mood swings, affect lability, acne, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, polyp, weight increased, gastrooesophageal reflux disease and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal infection, abdominal pain, cystitis and urinary tract infection had resolved. The reporter considered abdominal pain, acne, affect lability, allergy to metals, alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, gastrooesophageal reflux disease, hypersensitivity, menorrhagia, migraine, mood swings, nausea, polyp, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details- 2 coils of the essure implant were able to be seen on the right and 3 coils on the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: acid reflex, nausea, acne, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), device dislocation ('malposition of essure device location of device: unknown'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A73751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included body mass index abnormal, fetal alcohol syndrome, mild mental retardation, psychotic disorder, auditory hallucinations, generalized anxiety disorder, generalized anxiety disorder, constipation, iron deficiency anemia, esophagogastroduodenoscopy, tonsillectomy, adenoidectomy, bunionectomy and urinary frequency. Previously administered products included for an unreported indication: miralax, prilosec, wellbutrin, loratadine and fluticasone. Concurrent conditions included hypothyroidism, pap smear abnormal, urinary urgency, vaginal itching, vaginal odor, vaginal discharge, uterine bleeding, osteoporosis and irregular periods. Family history included leukemia (mother may have leukemia), breast cancer (breast cancer- maternal great aunt (diagnosed at age 62)) and colon cancer (colon cancer-maternal great uncle (diagnosed at 30)). Concomitant products included bupropion hydrochloride (bupropion hcl), bupropion hydrochloride (wellbutrin) since 2009, cefalexin monohydrate (keflex), cefalexin sodium (cephalexin), diazepam, diphenhydramine hydrochloride, ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin 24 fe), ethinylestradiol;norgestimate (norgestimate & ethinyl estradiol), ferrous gluconate, ferrous sulfate since 2018, fluticasone propionate, hydrocodone bitartrate;paracetamol (norco), ibuprofen, levonorgestrel (kyleena), levothyroxine since 2009, loratadine since 2009, macrogol, omeprazole since 2009, ondansetron hydrochloride (zofran), oxycodone since 2017, paracetamol (acetaminophen) since 2014, quetiapine since 2018, spironolactone since 2018, tretinoin since 2009 and vitamins nos (daily multivitamin) since 2009. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), mood swings ("hormonal changes describe: fluctuating mood/emotional instability"), affect lability ("hormonal changes describe: fluctuating mood/emotional instability"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), acne ("rashes or skin conditions type: acne"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), gingival bleeding ("dental problems gums bleeding"), polyp ("tumor / teratoma / cancer type: polyps"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux / gi conditions"), alopecia ("hair loss"), anxiety ("hormonal changes describe: anxiety"), vaginal discharge ("vaginal discharge") and gastritis ("gastrointestinal or digestive system condition type: gastritis") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and allergy to metals ("nickel allergy / allergy : nickel"). The patient was treated with surgery (ablation, iron infusions, ablation, iron infusions, hysterectomy with bilateral salpingo-oopherectomy and robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, pelvic pain, dysmenorrhoea, allergy to metals, hypersensitivity, mood swings, affect lability, acne, bladder disorder, urinary tract disorder, migraine, nausea, gingival bleeding, polyp, weight increased, gastrooesophageal reflux disease, alopecia, anxiety, vaginal discharge and gastritis outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, abdominal pain, cystitis and urinary tract infection had resolved. The reporter considered abdominal pain, acne, affect lability, allergy to metals, alopecia, anxiety, bladder disorder, cystitis, device dislocation, dysmenorrhoea, gastritis, gastrooesophageal reflux disease, gingival bleeding, heavy menstrual bleeding, hypersensitivity, migraine, mood swings, nausea, pelvic pain, polyp, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details- 2 coils of the essure implant were able to be seen on the right and 3 coils on the left ostia. Patient receive treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: acid reflex, nausea, acne, dysmenorrhea. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: uterine perforation. Lot number: a73751 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), device dislocation ('malposition of essure device location of device: unknown'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A73751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included body mass index abnormal, fetal alcohol syndrome, mild mental retardation, psychotic disorder, auditory hallucinations, generalized anxiety disorder, generalized anxiety disorder, constipation, iron deficiency anemia, esophagogastroduodenoscopy, tonsillectomy, adenoidectomy, bunionectomy and urinary frequency. Previously administered products included for an unreported indication: miralax, prilosec, wellbutrin, loratadine and fluticasone. Concurrent conditions included hypothyroidism, pap smear abnormal, urinary urgency, vaginal itching, vaginal odor, vaginal discharge, uterine bleeding, osteoporosis and irregular periods. Family history included leukemia (mother may have leukemia), breast cancer (breast cancer- maternal great aunt (diagnosed at age 62)) and colon cancer (colon cancer-maternal great uncle (diagnosed at 30)). Concomitant products included bupropion hydrochloride (bupropion hcl), bupropion hydrochloride (wellbutrin) since 2009, cefalexin monohydrate (keflex), cefalexin sodium (cephalexin), diazepam, diphenhydramine hydrochloride, ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin 24 fe), ethinylestradiol;norgestimate (norgestimate & ethinyl estradiol), ferrous gluconate, ferrous sulfate since 2018, fluticasone propionate, hydrocodone bitartrate;paracetamol (norco), ibuprofen, levonorgestrel (kyleena), levothyroxine since 2009, loratadine since 2009, macrogol, omeprazole since 2009, ondansetron hydrochloride (zofran), oxycodone since 2017, paracetamol (acetaminophen) since 2014, quetiapine since 2018, spironolactone since 2018, tretinoin since 2009 and vitamins nos (daily multivitamin) since 2009. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), mood swings ("hormonal changes describe: fluctuating mood/emotional instability"), affect lability ("hormonal changes describe: fluctuating mood/emotional instability"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), acne ("rashes or skin conditions type: acne"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), gingival bleeding ("dental problems gums bleeding"), polyp ("tumor / teratoma / cancer type: polyps"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux / gi conditions"), alopecia ("hair loss"), anxiety ("hormonal changes describe: anxiety"), vaginal discharge ("vaginal discharge") and gastritis ("gastrointestinal or digestive system condition type: gastritis") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and allergy to metals ("nickel allergy / allergy : nickel"). The patient was treated with surgery (ablation, iron infusions, ablation, iron infusions, hysterectomy with bilateral salpingo-oopherectomy and robotic assisted total laparoscopic hysterectomy and bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, pelvic pain, dysmenorrhoea, allergy to metals, hypersensitivity, mood swings, affect lability, acne, bladder disorder, urinary tract disorder, migraine, nausea, gingival bleeding, polyp, weight increased, gastrooesophageal reflux disease, alopecia, anxiety, vaginal discharge and gastritis outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, abdominal pain, cystitis and urinary tract infection had resolved. The reporter considered abdominal pain, acne, affect lability, allergy to metals, alopecia, anxiety, bladder disorder, cystitis, device dislocation, dysmenorrhoea, gastritis, gastrooesophageal reflux disease, gingival bleeding, heavy menstrual bleeding, hypersensitivity, migraine, mood swings, nausea, pelvic pain, polyp, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details- 2 coils of the essure implant were able to be seen on the right and 3 coils on the left ostia. Patient receive treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: acid reflex, nausea, acne, dysmenorrhea. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2021: mr received: event uterine perforation added and made medically significant and intervention required due to surgery. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: unknown'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and heavy menstrual bleeding ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A73751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included body mass index abnormal, fetal alcohol syndrome, mild mental retardation, psychotic disorder, auditory hallucinations, generalized anxiety disorder, generalized anxiety disorder, constipation, iron deficiency anemia, esophagogastroduodenoscopy, tonsillectomy, adenoidectomy, bunionectomy and urinary frequency. Previously administered products included for an unreported indication: miralax, prilosec, wellbutrin, loratadine and fluticasone. Concurrent conditions included hypothyroidism, pap smear abnormal, urinary urgency, vaginal itching, vaginal odor, vaginal discharge, uterine bleeding, osteoporosis and irregular periods. Family history included leukemia (mother may have leukemia), breast cancer (breast cancer- maternal great aunt (diagnosed at age 62)) and colon cancer (colon cancer-maternal great uncle (diagnosed at 30)). Concomitant products included bupropion hydrochloride (bupropion hcl), bupropion hydrochloride (wellbutrin) since 2009, cefalexin monohydrate (keflex), cefalexin sodium (cephalexin), diazepam, diphenhydramine hydrochloride, ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin 24 fe), ethinylestradiol;norgestimate (norgestimate & ethinyl estradiol), ferrous gluconate, ferrous sulfate since 2018, fluticasone propionate, hydrocodone bitartrate;paracetamol (norco), ibuprofen, levonorgestrel (kyleena), levothyroxine since 2009, loratadine since 2009, macrogol, omeprazole since 2009, ondansetron hydrochloride (zofran), oxycodone since 2017, paracetamol (acetaminophen) since 2014, quetiapine since 2018, spironolactone since 2018, tretinoin since 2009 and vitamins nos (daily multivitamin) since 2009. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), mood swings ("hormonal changes describe: fluctuating mood/emotional instability"), affect lability ("hormonal changes describe: fluctuating mood/emotional instability"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), acne ("rashes or skin conditions type: acne"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), gingival bleeding ("dental problems gums bleeding"), polyp ("tumor / teratoma / cancer type: polyps"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux / gi conditions"), alopecia ("hair loss"), anxiety ("hormonal changes describe: anxiety"), vaginal discharge ("vaginal discharge") and gastritis ("gastrointestinal or digestive system condition type: gastritis") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and allergy to metals ("nickel allergy / allergy : nickel"). The patient was treated with surgery (ablation, iron infusions, ablation, iron infusions and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, allergy to metals, hypersensitivity, mood swings, affect lability, acne, bladder disorder, urinary tract disorder, migraine, nausea, gingival bleeding, polyp, weight increased, gastrooesophageal reflux disease, alopecia, anxiety, vaginal discharge and gastritis outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, vaginal infection, abdominal pain, cystitis and urinary tract infection had resolved. The reporter considered abdominal pain, acne, affect lability, allergy to metals, alopecia, anxiety, bladder disorder, cystitis, device dislocation, dysmenorrhoea, gastritis, gastrooesophageal reflux disease, gingival bleeding, heavy menstrual bleeding, hypersensitivity, migraine, mood swings, nausea, pelvic pain, polyp, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details- 2 coils of the essure implant were able to be seen on the right and 3 coils on the left ostia. Patient receive treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: acid reflex, nausea, acne, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2021: medical record received: reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: unknown'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A73751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included body mass index abnormal, fetal alcohol syndrome, mild mental retardation, psychotic disorder, auditory hallucinations, generalized anxiety disorder, generalized anxiety disorder, constipation, iron deficiency anemia, esophagogastroduodenoscopy, tonsillectomy, adenoidectomy, bunionectomy and urinary frequency. Previously administered products included for an unreported indication: miralax, prilosec, wellbutrin, loratadine and fluticasone. Concurrent conditions included hypothyroidism, pap smear abnormal, urinary urgency, vaginal itching, vaginal odor, vaginal discharge, uterine bleeding, osteoporosis and irregular periods. Family history included leukemia (mother may have leukemia), breast cancer (breast cancer- maternal great aunt (diagnosed at age 62)) and colon cancer (colon cancer-maternal great uncle (diagnosed at 30)). Concomitant products included bupropion hydrochloride (bupropion hcl), bupropion hydrochloride (wellbutrin) since 2009, cefalexin monohydrate (keflex), cefalexin sodium (cephalexin), diazepam, diphenhydramine hydrochloride, ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin 24 fe), ethinylestradiol;norgestimate (norgestimate & ethinyl estradiol), ferrous gluconate, ferrous sulfate since 2018, fluticasone propionate, hydrocodone bitartrate;paracetamol (norco), ibuprofen, levonorgestrel (kyleena), levothyroxine since 2009, loratadine since 2009, macrogol (polyethylene glycol), omeprazole since 2009, ondansetron hydrochloride (zofran), oxycodone since 2017, paracetamol (acetaminophen) since 2014, quetiapine since 2018, spironolactone since 2018, tretinoin since 2009 and vitamins nos (daily multivitamin) since 2009. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), mood swings ("hormonal changes describe: fluctuating mood/emotional instability"), affect lability ("hormonal changes describe: fluctuating mood/emotional instability"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), acne ("rashes or skin conditions type: acne"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), gingival bleeding ("dental problems gums bleeding"), polyp ("tumor / teratoma / cancer type: polyps"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux / gi conditions"), alopecia ("hair loss"), anxiety ("hormonal changes describe: anxiety"), vaginal discharge ("vaginal discharge") and gastritis ("gastrointestinal or digestive system condition type: gastritis") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain ("pelvic pain") and allergy to metals ("nickel allergy / allergy : nickel"). The patient was treated with surgery (ablation, iron infusions, ablation, iron infusions and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, allergy to metals, hypersensitivity, mood swings, affect lability, acne, bladder disorder, urinary tract disorder, migraine, nausea, gingival bleeding, polyp, weight increased, gastrooesophageal reflux disease, alopecia, anxiety, vaginal discharge and gastritis outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal infection, abdominal pain, cystitis and urinary tract infection had resolved. The reporter considered abdominal pain, acne, affect lability, allergy to metals, alopecia, anxiety, bladder disorder, cystitis, device dislocation, dysmenorrhoea, gastritis, gastrooesophageal reflux disease, gingival bleeding, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, polyp, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details- 2 coils of the essure implant were able to be seen on the right and 3 coils on the left ostia. Patient receive treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: acid reflex, nausea, acne, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received: events added- anxiety, vaginal discharge, gastritis. Event ¿tooth disorder¿ updated to ¿gingival bleeding¿. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: unknown'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a female patient who had essure (batch no. A73751) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included body mass index normal, fetal alcohol syndrome, mild mental retardation, psychotic disorder, auditory hallucinations, generalized anxiety disorder, generalized anxiety disorder, constipation, iron deficiency anemia, esophagogastroduodenoscopy, tonsillectomy, adenoidectomy, bunionectomy and urinary frequency. Previously administered products included for an unreported indication: miralax, prilosec, wellbutrin, loratadine and fluticasone. Concurrent conditions included hypothyroidism, pap smear, urinary urgency, vaginal itching, vaginal odor, vaginal discharge, uterine bleeding, osteoporosis and irregular periods. Family history included leukemia (mother may have leukemia), breast cancer (breast cancer- maternal great aunt (diagnosed at age (B)(6))) and colon cancer (colon cancer-maternal great uncle (diagnosed at (B)(6)). Concomitant products included bupropion hydrochloride (bupropion hcl), bupropion hydrochloride (wellbutrin) since 2009, cefalexin monohydrate (keflex), cefalexin sodium (cephalexin), diazepam, diphenhydramine hydrochloride, ethinylestradiol; ferrous fumarate ;norethisterone acetate (microgestin 24 fe), ethinylestradiol; norgestimate (norgestimate & ethinyl estradiol), ferrous gluconate, ferrous sulfate since 2018, fluticasone propionate, hydrocodone bitartrate; paracetamol (norco), ibuprofen, levonorgestrel (kyleena), levothyroxine since 2009, loratadine since 2009, macrogol (polyethylene glycol), omeprazole since 2009, ondansetron hydrochloride (zofran), oxycodone since 2017, paracetamol (acetaminophen) since 2014, quetiapine since 2018, spironolactone since 2018, tretinoin since 2009 and vitamins nos (daily multivitamin) since 2009. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract / vaginal)"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), hypersensitivity ("allergic or hypersensitivity reaction"), mood swings ("hormonal changes describe: fluctuating mood / emotional instability"), affect lability ("hormonal changes describe: fluctuating mood / emotional instability"), cystitis ("infection (bladder / urinary tract / vaginal)"), urinary tract infection ("infection (bladder / urinary tract / vaginal)"), acne ("rashes or skin conditions type: acne"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), polyp ("tumor / teratoma / cancer type: polyps"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with surgery (ablation, iron infusions, ablation, iron infusions and hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dysmenorrhoea, allergy to metals, hypersensitivity, mood swings, affect lability, acne, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, polyp, weight increased, gastrooesophageal reflux disease and alopecia outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal infection, abdominal pain, cystitis and urinary tract infection had resolved. The reporter considered abdominal pain, acne, affect lability, allergy to metals, alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, gastrooesophageal reflux disease, hypersensitivity, menorrhagia, migraine, mood swings, nausea, polyp, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details- 2 coils of the essure implant were able to be seen on the right and 3 coils on the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: acid reflex, nausea, acne, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: pfs and mr received: reporters were added. Patient's demographic was added. Lot no. Was added. Case become incident, previously added injury nos was replaced with fluctuating mood & new events- emotional instability,abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, infection (bladder/ urinary tract/vaginal), malposition of essure device location of device: unknown, acne, bladder or urinary problems or changes, migraines /headaches, nausea, dental problems, nickel allergy,polyps, abdominal pain, weight gain, acid reflex, hair loss, dysmenorrhea, device monitoring procedure not performed were added. Concomitant & historical drugs were added. Concomitant & historical conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.